Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a low blood glucose reading and felt low. He took glucose tablets to increase his blood glucose and felt better. He then retested on the contour next link and the reading was 58mg/dl. He also tested on the contour next usb and the reading was 95mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were not expected to be returned for evaluation. Replacement meter was sent to the customer.